Manufacturer narrative:
Describe event or problem updated. Bsc ID# (B)(4). Tw# 4816129.

Event description:
It was further reported that target lesion #1 was located in the distal left circumflex artery (lcx) and it was treated by placement of a 2.50x28mm promus element ¿ drug-eluting stent (des). The target lesion #1 was not located in the left main coronary artery (lmca) and it was not treated by a 3.00x28mm promus element ¿ des as what was previously reported. Also, target lesion #2 was located in the proximal left anterior descending artery (lad) to mid lad and not in the distal lad as what was previously reported.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located in the left main coronary artery (lmca) with 70% stenosis, and was 28mm long with a reference vessel diameter of 3.0mm. The lesion was treated by placement of a 3.00x28mm promus element ¿ stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was located in the distal left anterior descending artery (lad) with 80% stenosis, and was 28mm long with a reference vessel diameter of 2.5mm. The lesion was treated by placement of a 2.50x28mm promus element ¿ stent. Following post dilatation, the residual stenosis was 0%. Three days after, the patient was discharged with clopidogrel and ticagrelor. In (B)(6) 2015, the patient was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day. Eleven days after, coronary angiography was performed which revealed 80% proximal stenosis in the lad. On the same day, the 80% stenosis in proximal lad was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Three days post procedure, the event was considered to be recovered/resolved and the patient was discharged.